Event description:
The customer reported that the aim beam was visible prior to beginning to vaporize the tissue. The doctor began vaporizing the prostate gland (left lobe) when the beam forward fired into the bladder at 24683 joules. The pt's bladder was reported to be "sun burned" (superficial burn); not a concern to the physician. There was no report of bladder perforation. The procedure was completed with a second fiber.